Event description:
Per the clinic, the patient experienced pain and discomfort associated with the titanium mesh reconstructive plate of the implant. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.